Event description:
Based on additional information, the antibiotics were prescribed on the same day of implant placement, therefore this event has already been captured and processed under (B)(4), MFR report number 0002023141-2025-01392. This event no longer meets the definition of a complaint and/or reportable event. This report is being submitted to retract the initial report, MFR report number 0002023141-2025-01405 that was submitted on 5/24/2025.

Manufacturer narrative:
This report is being submitted to relay corrected data and additional information. Correction: the initial report, MFR report number MFR report number 0002023141-2025-01405 that was submitted on may 24, 2025 is a duplicate of MFR report number 0002023141-2025-01392. Therefore, this supplemental mw is being submitted as a retraction due to duplication of MFR report number 0002023141-2025-01392. All details associated with this event have been processed and completed under 0002023141-2025-01392. Therefore, no additional reports will be submitted under MFR report number 0002023141-2025-01405. The following sections are being reported: b4: date of this report was updated. B5. Event description was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H10: narrative/data was updated.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: weight unknown / not provided. G4: additional PMA/510(k) number ¿ k013227. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that the patient was prescribed antibiotics when the implant was placed. Symptoms as a result of the event: abscess.